Event description:
It was reported to target that the physician inserted a gdc coil into a fastracker catheter. The physician felt friction on proceeding the coil so he tried to retrieve the gdc. He found the coil was detached in the catheter. He removed the fastracker with the gdc in it. There was no consequence to the pt. The physician finished the case successfully.